Event description:
Procedure: roux-en-y. According to the report: two days after the surgery, it was noticed that drainage of fluid was cloudy. A re-operation was done. It was found the original anastomosis part was deviated and unstapled. Although staples formed in a b-shape, they did not fully staple the tissue. The doctor said upon firing, the green mark turned to white. Oozing was under 200cc, and nothing fell into the pt's cavity. No pt info available.